Event description:
Customer reported that his adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer also noted that his meter was reading inaccurately (no actual readings were reported). Customer further reported that while in church on an unspecified date he felt that his blood sugar had dropped and someone called the paramedics on his behalf. Customer was transported to a local healthcare facility. A reading of 50 mg/dl was received. It is unknown if this reading was obtained by the paramedics or at the hospital. Customer was diagnosed with hypoglycemia. It was additionally reported, "the doctor gave (him) glucose three times to increase (his) sugar level and (he) was advised to take food and orange juice". No further information was provided by the customer because he refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. The serial number of the device is unknown; therefore the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.